Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after device and lead implant. Additional information obtained indicated the cause of death was ischemic cardiomyopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned, analyzed and analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.